Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire separated into two pieces. Visual inspection revealed the guidewire was fractured. The first portion of the guidewire measured approximately 1.5in from the distal tip to the fracture location. The second portion of the guidewire measured approximately 5.75in from the fracture location to the proximal adhesive ramp. Microscopic inspection revealed the core wire was fractured and had a slight bend in the fracture location. The high torque sleeve is stretched starting approximately 4mm from the distal tip and extending to approximately 25mm. The coil wire/core wire/ribbon (ccr joint) is in tact in the severed distal tip portion. Analytical testing concluded that the core wire was bent in the area where the fractured occurred and the core wire fractured due to twisting and being pulled to failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a guide wire tip detachment occurred. The procedure was emergent due to code. The target lesion was located in the severely tortuous obtuse marginal (om) artery. A kinetix, str, 185cm, was selected and while attempting to wire the om, the tip of the wire broke off just outside the guide catheter. An attempt to snare the detached tip was unsuccessful. The physician deep seated the guide catheter and was able to get the detached tip inside the guide catheter. Another wire was able to be positioned in the vessel. A balloon was advanced and inflated to capture the detached guide wire tip. Everything was removed as one system. There were no additional patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a guide wire tip detachment occurred. The procedure was emergent due to code. The target lesion was located in the severely tortuous obtuse marginal (om) artery. A kinetix, str, 185cm, was selected and while attempting to wire the om, the tip of the wire broke off just outside the guide catheter. An attempt to snare the detached tip was unsuccessful. The physician deep seated the guide catheter and was able to get the detached tip inside the guide catheter. Another wire was able to be positioned in the vessel. A balloon was advanced and inflated to capture the detached guide wire tip. Everything was removed as one system. There were no additional patient complications reported and the patient's status is fine.